Event description:
Rptr had the teflon disk in 1983 r & l done by dr. In 1986 rptr had the tmj implant r & l - surgery with 2 drs. In 1992 vietek removed by dr. He used silastic between new tmj joint; it broke and could not be removed. It was only supposed to be in for 6 weeks. In 9/94 rptr began to have symptoms of the autoimmune disease mucous membrane pemphigoid. This was confirmed by two biopies performed at clinic. In the past 2 months it has developed into pemphibis vulgaris. Since the onset of this disease, rptr has had no improvement or remission. Rptr had several oral blisters, lesions, which may cause the blindness. It is also spreading to rptr's throat and sinuses. Death may result from secondary infections. Rptr is on intravenous chemotherapy cytoxan. Rptr has not responded to treatment. Rptr was never notified by dr. In 1992 rptr was transferred. It was there a new dr told rptr about implant problems and gave the FDA phone number.